Event description:
A report was received that the admitted patient was having more fluid built up at the ipg site. The physician mentioned that the patient may be having a bacterial growth and did not want to drain the fluid due to possibility of an infection.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. There were no antibiotics prescribed. It was also noted that the patient was experiencing pain at the implant site, left buttock and down to the left leg. In addition, patient reported numbness in the lips and believed that it was device related. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the admitted patient was having more fluid built up at the ipg site. The physician mentioned that the patient may be having a bacterial growth and did not want to drain the fluid due to possibility of an infection.

Manufacturer narrative:
Additional information was received that the patients charger was not connecting to the ipg and the area was sore. It was noted that infection was not device or procedure related.

Event description:
A report was received that the admitted patient was having more fluid built up at the ipg site. The physician mentioned that the patient may be having a bacterial growth and did not want to drain the fluid due to possibility of an infection.